Manufacturer narrative:
The nurse reported that the spo2 dropped below the 88 low limit reading but did not alarm. Tech support stated that the low limit was set at 88. Nihon kohden clinical applications specialist (cas) assisted them with reloading the alarm masters to resolve the issue. No patient harm was reported. Investigation conclusion: the overall risk score is a product of severity x probability. Per definitions in the tables above, the overall risk score is medium. The issue of the cns not alarming was resolved when an nihon kohden clinical application specialist reloaded the master alarm settings on the machine. Their alarm master settings before the resolution could not be confirmed. As the issue was resolved by reloading master alarm settings, the most likely root cause for spo2 not alarming would be related to settings related use error.

Event description:
The nurse reported that the spo2 dropped below the 88 low limit reading but did not alarm. Tech support stated that the low limit was set at 88. Nihon kohden clinical applications specialist (cas) assisted them with reloading the alarm masters to resolve the issue. No patient harm was reported.